Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate pump. Pentaray catheter, model # d-1282-08-s. Decanav catheter, model # d-1285-02-s. Esophastar catheter, model # d-1291-01-s. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a transient ischemic attack treated with heparin. Post-procedure, the patient was having difficulty moving the right side of the body. Computed tomography (CT) findings were originally interpreted as a stroke. Symptoms resolved in less than 24 hours. At the time of follow-up, the physician indicated that the CT scan had been misinterpreted due to artifact. Patient did not require extended hospitalization. Patient fully recovered. Physician noted that the symptoms may have been related to the effects of anesthesia*. Physician's opinion is that the adverse event was related to patient condition. Although the physician indicated that the post-procedure symptoms may have been related to the effects of anesthesia, bwi will conservatively report this as a transient ischemic attack.